Event description:
The manufacturer received information alleging a device failed a pm o2 flow test. There was no allegation of patient harm. The device was not reported to be in patient use. The device has been returned to the manufacturer's service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a device failed a pm o2 flow test. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device's o2 sensor board kit and internal battery pack were replaced to address the issue. Additionally, the front enclosure, pollen filter, and feet were replaced. The device passed repair test/calibration and performance verification.